Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump which failed to audibly alarm was discovered and confirmed during product evaluation by baxter personnel. This condition was caused by a disconnected rear speaker wire harness. The rear speaker wire harness was connected to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During service by baxter personnel, it was found that a colleague infusion pump had a loose speaker harness, which failed to audibly alarm. This condition was found by bio-medical service during testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.